Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the rail component was broken. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the latch was broken off the device and missing. There was patient involvement; no patient impact.